Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The rv lead impedance measured over 3000ohms; sensing and threshold were high as well. No lead damage was seen on x-ray. The rv lead was capped and a new rv lead was implanted.